Event description:
Additional information was requested and received stating that patient's condition has been good after the replacement.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Iol returned wrapped in surgical fabric. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned, the other haptic is intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable with loose fibers & particulate. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced she was unable to see clearly after surgery. The iol was exchanged for another lens model two months following the initial implant procedure. The issue was resolved after replacement. Additional information was requested.